Event description:
The customer was performing a pre-programmed motion and selected the 180 to 90 lock motion. During the motion, the detector didn't lock properly, the detector suddenly came down bending the ring stop pins, and the gantry became inoperable. No error messages were seen during this action.